Manufacturer narrative:
Section h10: (h3) primary surgery: (B)(6) 2016. Greater tuberosity fracture post operatively apparent on 12/7/16 xray with subsequent humeral subsidence with restabilization. This event report was received through clinical data collection activities. It was noted that on (B)(6) 2018, the treatment was resolved. Upon review of the available information, there is no evidence that this is a device related problem and no allegation against the device. Implantation of a total joint could result pain, infection, loosening of total joint hardware or fracture. The fracture is now fully healed. The most likely cause of the reported event is the patient¿s underlying condition.

Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that a patient experienced a greater tuberosity fracture post operatively. It was apparent on (B)(6) 2016 x-ray with subsequent humeral subsidence with restabilization.